Event description:
It was reported the patient had a revision done on (B)(6) 2015 because they had to move the leads to the other side of spine. The implantable neurostimulator (ins) was implanted to get rsd under control.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, lot # va0mjn4009, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).